Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s caregiver encountered an ¿incompatible sensor¿ message when attempting to scan a newly applied libre 3 sensor with the ilet system, and the agent confirmed the user possessed libre 3 sensors rather than libre 3+ sensors required for compatibility; education was provided on the need for libre 3+, on bg-run mode, and to contact the cgm manufacturer for replacement sensors. Symptoms included no adverse physiological effects. Outcomes included no alerts or alarms affecting therapy and no impact to blood glucose. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed use of a non-compatible sensor model. It was concluded that the event was due to use error related to incompatible cgm sensor selection, and the device performed as designed with appropriate incompatibility detection and notification.